Event description:
It was reported that during pre-surgery it was discovered that the craniotome device had a "worn neuro tip". There was no patient involvement reported. There were no delays to the planned surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however, the reporter clarified that the event occurred in march 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The reporter phone number was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the tip of the device was bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse, abuse, and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.